Event description:
Pt had a hip replacement in 2000 and had to have a revision in 2003. Findings of surgery: evidence of about 30% of the acetabular component -zimmer, trilogy being uncovered laterally. Evidence of polyethylene wear over the edges of the cup. Surgical procedure. Right hip, partial revision, liner and femoral head.